Manufacturer narrative:
Update: h6, h10. This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issues. Based on the results of the investigation, the reported issues (1) ¿image is dark¿ and (2) ¿sometimes, image is not displayed¿ could not duplicated. As no further information was available, the root cause of the issues could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegations could not be confirmed. Evaluation found a poor video connector lock and the characters on the rear panel disappeared. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the visera pro video system center, the dimming did not work, and the endoscopic image was too bright or dark to be seen (including a momentary blackout). There was no procedural or patient involvement associated with the event.